Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 342 mg/dl at the time of the incident and current blood glucose value was 174 mg/dl. Customers other blood glucose value was 309 mg/dl. Customer also experienced hyperglycemia and treated with bolus. Customer declined to troubleshoot for high blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Device will not be return for analysis.